Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a lesion in the mid lad. The lesion exhibited 99% stenosis and was predilated three times. No abnormality noted during preparation and inspection of the resolute integrity device prior to use. No resistance noted between the resolute integrity and other devices used in the procedure and/or during delivery to lesion. During the procedure,while crossing the lesion the stent striped off the balloon. The stent was removed with a snare. The lesion was treated with another resolute integrity. No patient complications reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Inherent risk of procedure -stent embolism. Related to operational context - procedural related. No device returned. Evaluation conclusion: inherent risk of procedure -stent embolism. Unable to confirm complaint - device or procedural images not provided for review. Operational context caused or contributed to the event - procedural related. (B)(4).

Event description:
Image review the procedural images confirm diffuse calcified disease in the vessel. The ostium of the d1 appears tight. There are no images capturing the attempted delivery, dislodgement and subsequent retrieval of the resolute integrity stent